Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the valve was successfully implanted but during end of inflation, the balloon burst circumferentially on its distal part. The inflation technique was medium speed with nominal volume. It was not possible to withdraw the ds through the esheath due to the parachute-like position of the burst balloon. A cutdown with vascular surgery as well as balloon dilatation of the iliac artery was needed to remove the balloon. The surgery was successful and the patient was extubated.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was received and reviewed. The procedural fluoroscopy revealed balloon burst after valve deployment. And calcium was present along stj and basal plane. The reported event of balloon burst was confirmed per imagery. Available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. A technical summary written by edwards lifesciences is applicable to this complaint because calcification was present in native annulus/stj and could have caused the balloon to burst. No device or labeling problem was identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.